Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the abdomen. Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. Performance data was reviewed. A wearable failure was not found within the investigation window. The allegation was not confirmed. However, an early sensor expiration was found in connection to the reported allegation. The probable cause could not be determined. No injury or medical intervention was reported..